Manufacturer narrative:
Examination of the returned, used blade, item h9101, found inner hub damage, and melted to the outer hub. The inner hub does not function or rotate freely. Due to the excessive force and a long period of use this caused the inner hub to melt. This is technique dependent device and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 5 complaints, regarding 5 devices, for this device family and failure mode. (B)(4). Per the instructions for use (handpiece), the user is advised the following: warnings: do not use shaver blade or bur if they show any signs of damage. Precautions: always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the h9101, 4.0mm sterling oval bur, qty 6, device melted during a arthroscopic rotator cuff repair on (B)(6) 2019. It is reported that the proximal end of the device melted, and the surgeon stated, "I used this product as usual usage". This event caused a 0-15-minute delay; however, the procedure was completed successfully. The device did not break, and no abnormal contact was made to the patient with the device and/or a component. No injury was reported for the user or the patient. There was also no report of medical intervention or hospitalization due to this event. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.